Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) tested the entire machine and all connected devices but was unable to replicate the issue. Performed a power test in hta, which confirmed the unit is functioning as designed. The fse cleaned fallen meds from drawers and tightened all loose drawer fascia. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was continuously shut off and restarted temporarily, which located on aims. While powered on, nurses were able to pull medications from the medstation, however, the unit continued to shut off intermittently. There were no delay, no adverse events or injuries reported based on this event.